Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported admittance into the intensive care unit (ICU), coma and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's parent found the patient unresponsive in bed and called the ambulance to transport the patient to the hospital and was admitted into the intensive care unit (ICU) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 86 mmol/l (1548 mg/dl) while wearing the pod for an unknown duration. The patient mentioned that they had food poisoning, which prompted the patient to temporarily stop their insulin delivery. The patient did not know the pod's controller was in manual mode nor that it stayed on that mode, due to not feeling well and not paying attention. The patient was in a comatose state. They did not know the treatment they received while they were in a coma. Upon regaining consciousness, the patient was given advice to drink a lot of water and to place a new pod. The patient was discharged on (B)(6) 2025. The pod was removed and discarded at the hospital.